Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional findings of distal conductor blood/body fluid (not obstructed), blood in/on helix mechanism (sleeve head) and helix mechanism, tip seal observation and stylet stuck in lead-distal coil.

Event description:
It was reported that during initial implant, the right ventricular (rv) lead was re-positioned a few times. During the re-positioning, the helix would not extend. The rv lead was removed and a new rv lead was implanted. No patient complications have been reported as a result of this event.